Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver and transmitter with serial number 8w6c3b. However, data for the g6 ios application and transmitter with serial number 8d8lgx was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour occurred for the g6 receiver and transmitter with serial number (B)(6). Data was provided for investigation. The problem was confirmed for g6 ios application and transmitter with serial number (B)(6). The probable cause was the transmitter and app were unable to establish a connection.